Manufacturer narrative:
The reported complaint of the autopulse li-ion battery (sn (B)(6)) powering off the autopulse platform after 10 seconds was not confirmed during the functional testing and the archive data review. No device malfunction was observed during the testing, and the battery worked as intended. Based on the archive review, the battery (sn (B)(6)) was not used on the platform during the reported event. The archive data review showed no errors recorded around the customer's complaint date. During functional testing, the battery successfully powers on a known good autopulse platform multiple times without any fault or error. The battery passed charging several times in a known good autopulse multi-chemistry battery charger, and the status leds of the battery showed four green lights flashing each time as designed. The battery was manufactured in december 2020 and is more than three years old.

Manufacturer narrative:
Zoll has not received the autopulse li-ion battery for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During patient use, the customer reported the autopulse platform sn (B)(6) powered off after 10 seconds when the battery sn (B)(6) was used. The crew was not sure if any warning messages were displayed. The crew immediately switched to manual CPR. Following the insertion of the second battery in the autopulse platform, the device continued compressions without any issues. No consequences or impact to patient. After the call, the first battery sn (B)(6) was tested, showing green blinking lights when the status button was pressed.